Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine powered down by itself and blew a fuse during rinse mode. The machine emitted a burning smell. During repair, the bmt found signs of heat where the wires from the transformer plug in to the bridge rectifier (power supply). During follow up, the bmt said that the power supply appeared brown and charred. He also saw smoke during the incident. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 32,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt has received a new power supply but has not had a chance to install it yet. The power supply was reported to be available to be returned to the manufacturer for physical evaluation.